Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was not feeling well and presented to the hospital. Upon interrogation it was noted that the device was in a different mode than what was programmed at the last check. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.